Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected with 1.0 ml juvéderm® voluma¿ in the cheeks, under the eyes around orbital rim and zygomatic regions. 3 weeks later, patient's kid contacted the physician stating that the patient was experiencing pain. Hcp believes encapsulation of the fillers and an isolated infection has developed on one side. Sub-orbital swelling and tender cheekbone were noted. Patient was treated with high dose fluxcloxacillin and event details were provided to patient's general practitioner and a "max fac" specialist. A facial surgeon was contacted when the general practitioner and "max fac" specialist were unable to help. Patient appears to be experiencing "lumping." Per facial surgeon, "it is likely to be granuloma, which is sterile lumps." Event is ongoing.